Event description:
The coronary sinus catheter was inserted without difficulty, and the balloon inflated without difficulty. Then after 10 minutes the balloon inflated but lost pressure. A dye study showed a leak in the balloon. The sinus catheter was removed and was replaced with a new catheter without difficulty. There was no patient harm.